Manufacturer narrative:
Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. During visual inspection no damage or other defects were detected on the sample. The sample was inflation tested and submerged under water to detect any leakage; the sample failed the test. The complaint was confirmed. The root cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The complaint fault was escalated to address a full root cause investigation.

Event description:
It was reported that the tracheostomy tube was placed and found leakage after 2 days of use. The affected item's packaging was discarded so the lot number the user's "assumption". This problem was solved by replacing with a new one. The event occurred while in use with patient. No patient harm/adverse event reported.

Manufacturer narrative:
D5: operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.